Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Se manufacturer report number 2032227-2014-52424 regarding low blood glucose under the insulin pump.

Event description:
It was reported that the customer had low blood glucose levels of 22 mg/dl. It was reported that the paramedics were called in to assist the customer in bringing up her blood glucose levels. The customer was connected to the tubing during prime therefore causing the low blood glucose levels. It was also reported that the customer experienced high blood glucose of 345 mg/dl and the sensor reading was 234 mg/dl; treated with manual insulin injection. Current blood glucose was 185 mg/dl. Customer was assisted on proper calibration protocol. Nothing further reported.